Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Two controllers and nine batteries were returned to heartware for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the controller log files revealed that a loss of power occurred on the reported event date to the controller ((B)(4)) operating the patient's left ventricular assist device (lvad). Subsequently, "low flow" alarms were observed on the right ventricular assist device (rvad) controller ((B)(4)) until its operation was discontinued. Thirty minutes prior to the lvad power-loss, log files indicate normal operation of both controllers, with batteries (B)(4) connected to the lvad's controller. Both the battery and controller ac adapter that were connected to the rvad functioned as expected. The two controllers and four batteries passed visual examination and functional testing. One battery failed functional testing due to a faulty internal cell pair; however, this battery was removed and replaced with an ac adapter on the rvad prior to the reported lvad power loss event and therefore could not have contributed to the reported event. Review of the manufacturing documentation for this battery confirmed that the products met requirements for release. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/ poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue and an internal manufactures investigation initiated. No device defect or malfunction on a device in use during the event could be identified. No such malfunction was observed on return of the batteries and controllers in use during the event. It was reported that when the patient was found there was only one battery connected to the controller powering the lvad; there is no indication that the patient attempted to reconnect a battery to the other power source. Based on the information provided and results of device testing, the cause of the reported event cannot be established. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Two controllers, two controller ac adapters, and nine batteries were returned to heartware for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a loss of power on the reported event date to the controller ((B)(4)) operating the patient's left ventricular assist device (lvad). Subsequently, "low flow" alarms were observed on the right ventricular assist device (rvad) controller ((B)(4)) until its operation was discontinued. Thirty minutes prior to the lvad power-loss, log files indicated normal operation of both controllers, with batteries (B)(4) and (B)(4) were connected to the lvad's controller. The rvad was connected to a battery ((B)(4)) and controller ac adapter. Two batteries ((B)(4) and (B)(4)) failed functional testing due to a faulty internal cell pair; however, battery (B)(4) was removed and replaced with an ac adapter on the rvad prior to the reported lvad power loss event and therefore could not have contributed to the reported event. (B)(4) was connected to power port 1 of the lvad just prior to the loss of power, therefore the confirmed malfunction is related to the reported event. Of note, this battery had 460 cycles, indicating it had reached end of life per the heartware instructions for use (IFU). Abnormal battery behavior, e.g. Premature performance degradation, intermittent/ poor electrical connection with controller or battery charger, premature power source switching, etc. Heartware has opened an internal investigation to evaluate these types of issues. Fsca (B)(4) was distributed to reinforce proper power management, and was expanded under fsca (B)(4) to recall certain older batteries. The two controllers, three batteries, and the controller ac adapters passed visual examination and functional testing. Analysis was not performed on the four batteries not attached during the time of the event as testing and investigation of similar battery performance issues was performed under (B)(4) and corrective actions were implemented. There are no known clinical factors that could have contributed to the reported event; however, of note, the police were first suspecting suicide because the patient's sister stated that the patient mentioned that "he did not want to live with the burden of a bi-ventricular assist device (bivad) anymore". Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated (B)(4) 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately two years and eleven months post implantation, the patient was found deceased by police. Low flow alarms were heard from the rvad ((B)(4)). The controller powering the rvad ((B)(4)) was connected to a controller ac adapter and one battery. It was also reported that when the patient was found the controller ((B)(4)) powering the lvad had no message displayed and no audible alarms; there was only one battery connected to this controller. The pumps have been explanted and an autopsy performed but results are not yet available. The controller and batteries are being returned to the manufacturer for analysis. Investigation is ongoing.